Event description:
It was reported that the pump exhibited a force sensor failure. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of a "force sensor test error" message. The reported issue was duplicated during functional testing at start-up. The investigation determined that the force sensor not operating as intended was the cause of the reported issue. The force sensor was replaced. The plunger cable was also replaced as a preventive measure. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.